Event description:
Clinical report states the patient was revised because of loosening of the stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This medwatch was discovered to be a duplicate of 1818910-2011-04952.